Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) removed and replaced due to cylinders were not inflating. Cylinder had a needle hole. No further intervention was required.